Manufacturer narrative:
Additional information was received by a manufacturer's product support engineer (pse) indicating no repairs were needed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that while scanning the patient, the proximal pressure alarm went off saying there was a disconnect when there wasn't a disconnect. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised that if it is suspected that the unit alarmed for proximal line disconnect when it should not have it needs to go through performance verification testing to diagnose. Customer stated they use 3rd party vendor for service and will have them do the performance verification testing and repair as needed.